Event description:
The customer reported, that on (B)(6) 2022, their bedside monitor alarmed for an spo2 event, but the alarm did not reach the central station. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their bedside monitor alarmed for an spo2 event but the alarm did not reach the central station. The device was in use on a patient. There was no report of patient or user harm.